Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. After a couple of days, the patient experienced pain under the sensor and removed it. Upon removal, a white ¿bubble¿ (presumed to mean abscess or welt) was present at the sensor insertion/puncture site. The skin surrounding the white ¿bubble¿ became red and inflamed with a rash and blisters that expanded and covered her abdomen. The patient was evaluated by a healthcare personnel (hcp), diagnosed with cellulitis, admitted to the hospital for a week, and treated with IV antibiotics. At the time of the report, the patient had recovered from the skin reaction. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4).